Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 200 to 400 mg/dl. The customer's blood glucose was 500 mg.dl at the time of the call. The customer declined troubleshooting and indicated that she would go back on injections.